Event description:
Upon reviewing the flag files for a (B)(6) male patient, zoll customer support found multiple abnormal shutdown flags. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (multiple abnormal shutdowns) is being investigated. Upon investigation the monitor was resetting. The cause for the resets was unable to be positively determined. A root cause investigation is underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective monitor. The patient received a replacement monitor.